Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation of the implantable cardioverter-defibrillator (ICD) showed that it was under-sensing in the ventricles. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.